Manufacturer narrative:
Investigation result: a 2300e product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample was from lot 24036156. The feedback provided by the customer states that, "the tip of the bag access device that connects to the syringe came off allowing liquid to spurt out." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24036156 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Please note that accessing the smartsite with a needle will cause a leakage back through the hole due to the smartsite piston not being able to reseal. The smartsite is intended for use with a flat-tipped male luer lock or luer slip only and should only be accessed with a needle in an emergency situation. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the product 2300e over the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite bag access device had leakage. The following information was provided by the initial reporter: as a medical device manufacturer is a regular user of bd smartsite bag access device, ref: 2300e. We have had a recent incident report involving a device failure of lot: 24036156 during the mixing of solution to be used in the manufacturing process. What was reported is that ¿after delivering reagent through the bag access device via a 50ml syringe with 21g needle, the syringe was removed from the bag access device as normal however the tip of the bag access device that connects to the syringe came off allowing liquid to spurt out.¿. We consume approx. 100 bag access devices per week and have been doing so for almost 10 years and as this is the first report of this issue we can say this is an extremely rare occurrence however it is part of our procedures to report to the manufacturer any reported issues.